Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (560 mg/dl) and diabetic ketoacidosis. Customer was treated with an insulin drip and fluids, and released from the hospital on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.